Event description:
Attempted to start IV with #24 gauge critikon catheter. After flashback could not advance catheter. Upon removal, nurse noticed about 2mm sheared off. Child was transferred to local teaching hosp and was evaluated for surgical removal of foreign body. Surgery was postponed due to upper respiratory infection and as yet has not been rescheduled.